Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue see MFR. Report: 1627487-2015-26081.

Event description:
It was reported the patient is experiencing lack of coverage to her foot and a shocking sensation at the lead and ipg site which has occurred since surgery. In addition, the patient feels as if the stimulation is turning off. Reprogramming was performed. An x-ray was taken and results are unknown. Follow up information identified impedances were fine.further action has not been disclosed to the manufacturer at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.